Manufacturer narrative:
Note: this report is one of three complaints that pertain to the same event (MFR. Report # 2124215-2025-33186, and MFR. Report # 2124215-2025-33192). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the fiber was not working. A second smaller fiber was opened but did not make an indent on the stone. A third 100w fiber was then used but the same problem was encountered. The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for an aborted/canceled procedure with a patient under anesthesia or sedation is unknown. Boston scientific has been unable to obtain additional information regarding the event to date, the patient, and the procedure outcome, despite good faith efforts. This report is for the first fiber.

Event description:
It was reported that the fiber was not working. A second smaller fiber was opened but did not make an indent on the stone. A third 100w fiber was then used but the same problem was encountered. The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for an aborted/canceled procedure with a patient under anesthesia or sedation is unknown. Boston scientific has been unable to obtain additional information regarding the event to date, the patient, and the procedure outcome, despite good faith efforts. This report is for the first fiber.

Manufacturer narrative:
Note: this report is one of three complaints that pertain to the same event (MFR. Report # 2124215-2025-33182, MFR. Report # 2124215-2025-33186, and MFR. Report # 2124215-2025-33192). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.